Event description:
Caller reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by cts to plug the wall adapter into an outlet known to work and wait at least 30 minutes for the pump to begin charging. No additional outcome information was received regarding the resolution of the issue.